Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an error message was displayed on the programmer indicating that the analyzer had lost contact. The application had to be closed and restarted in order for lead analysis to be completed. This event occurred during an implant procedure however no clinical actions were required. The analyzer is still in use. No patient complications have been reported as a result of this event.